Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Concurrent surgical procedures: vaginal hysterectomy; enterolysis; sacral colpopexy it was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse and an obturator sling was implanted with the use of a ligature passer concurrently with a vaginal hysterectomy, enterolysis, sacral colpopexy. Mesh excision was recommended due to the patient experiencing increased stress urinary incontinence, recurrent urinary tract infections, abdominal pain and dyspareunia.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.